Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination throughout the charger. The root cause was insect contamination throughout the charger. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to power on.